Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator and non boston scientific right atrial (ra) lead exhibited jumpy pace impedance measurements remaining within normal range and inappropriate atrial tachy response episodes for respiratory rate trend (rrt) oversensing. There was no indication of pacing inhibition. The health care professional (hcp) had questioned the non boston scientific ra lead being fractured. Technical services reviewed and discussed troubleshooting options. The hcp programmed rrt off. The device remains in service. No adverse patient effects were reported.